Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pregnancy with contraceptive device ("pregnancy (with complications)/ pregnancy (stillbirth or miscarriage)/ pregnancy (termination)"), abortion spontaneous ("pregnancy (with complications)/ pregnancy (stillbirth or miscarriage)/ pregnancy (termination)") and pelvic pain ("severe pelvic pain/pain/pelvic pain") in an adult female patient (gravida 5, para 5) who had essure (batch no. D23516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5 (dates of live births: (B)(6)). Previously administered products included for an unreported indication: iud nos. Concomitant products included ibuprofen and medroxyprogesterone acetate. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pollakiuria ("bladder or urinary problems or changes: frequent urination"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation, bloating"), abdominal distension ("gastrointestinal or digestive system condition type: constipation, bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), migraine ("migraines/migraines/headaches"), headache ("headaches/migraines/headaches"), nausea ("nausea/nausea"), dizziness ("neurological conditions or problems type: dizziness"), allergy to metals ("nickel allergy/allergic reaction, hypersensitivity reaction, nickel allergy"), depression ("other injury or complication please describe: depression"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: rashes"), vaginal discharge ("vaginal discharge"), pain ("entire body pain"), weight increased ("weight gain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain/abdomen pain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, abdominal pain, alopecia, genital haemorrhage, menorrhagia, female sexual dysfunction, pollakiuria, fatigue, constipation, abdominal distension, urinary tract infection, migraine, headache, nausea, dizziness, allergy to metals, depression, mental disorder, rash, vaginal discharge, pain, weight increased and pain in extremity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pain, pain in extremity, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms and was recommended that the essure device be removed. There were 3 coils visualized in left tubal ostia and 4 coils visualized in right tubal ostia. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: constipation, bloating, infection (bladder/urinary tract/vaginal) type: urinary tract infection, migraines/headaches, nausea, neurological conditions or problems type: dizziness, nickel allergy, pain, perforation (uterus), psychological or psychiatric problems, rashes or skin conditions type: rashes, vaginal discharge, weight gain, other injury or complication please describe: depression, pregnancy (with complications)/ pregnancy (stillbirth or miscarriage)/ pregnancy (termination) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('my essure is not where it should be'), abortion spontaneous ('pregnancy (with complications)/ pregnancy (stillbirth or miscarriage)/ pregnancy (termination)'), pregnancy with contraceptive device ('pregnancy (with complications)/ pregnancy (stillbirth or miscarriage)/ pregnancy (termination)') and pelvic pain ('severe pelvic pain/pain/pelvic pain') in an adult female patient who had essure (batch no. D23516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 (dates of live births: (B)(6) 1994, (B)(6) 1997, (B)(6) 2003, (B)(6) 2011, (B)(6) 2016). Previously administered products included for an unreported indication: paragard iud. Concurrent conditions included weight normal. Concomitant products included ibuprofen, medroxyprogesterone acetate and vitamin b12 nos since 2016. In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pollakiuria ("bladder or urinary problems or changes: frequent urination"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation, bloating"), abdominal distension ("gastrointestinal or digestive system condition type: constipation, bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), migraine ("migraines/migraines/headaches"), headache ("headaches/migraines/headaches"), nausea ("nausea/nausea"), dizziness ("neurological conditions or problems type: dizziness"), allergy to metals ("nickel allergy/allergic reaction, hypersensitivity reaction, nickel allergy"), depression ("other injury or complication please describe: depression"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: rashes"), vaginal discharge ("vaginal discharge"), pain ("entire body pain") and pain in extremity ("leg pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)/painful periods"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain/abdomen pain"), alopecia ("hair loss"), arthralgia ("sharp pain in my right hip/ joint pain"), influenza like illness ("flu symptoms"), dry eye ("dry eyes"), menstrual disorder ("huge clots"), pruritus ("itch all over the body"), blister ("blisters on my scalp"), skin disorder ("bumps on my skin/patches on my skin"), erythema ("increased redness"), skin discolouration ("change in my skin color"), myalgia ("muscle pain") and swelling ("swelling"). The patient was treated with surgery (tubes removed). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, abdominal pain, genital haemorrhage, menorrhagia, female sexual dysfunction, pollakiuria, fatigue, constipation, abdominal distension, urinary tract infection, migraine, headache, nausea, dizziness, allergy to metals, depression, mental disorder, rash, vaginal discharge, pain, weight increased, pain in extremity, influenza like illness, dry eye, menstrual disorder, pruritus, blister, skin disorder, erythema, skin discolouration and myalgia outcome was unknown, the pelvic pain and swelling was resolving, the alopecia had resolved and the arthralgia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, blister, constipation, depression, device dislocation, dizziness, dry eye, dysmenorrhoea, dyspareunia, erythema, fatigue, female sexual dysfunction, genital haemorrhage, headache, influenza like illness, menorrhagia, menstrual disorder, mental disorder, migraine, myalgia, nausea, pain, pain in extremity, pelvic pain, pollakiuria, pregnancy with contraceptive device, pruritus, rash, skin discolouration, skin disorder, swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms and was recommended that the essure device be removed. There were 3 coils visualized in left tubal ostia and 4 coils visualized in right tubal ostia. Patient tolerated procedure well. Considering the date provided ((B)(6) 2016) occurred only 1.5 months after essure insertion, it is not plausible to be a live birth date, therefore it can be considered as date for the spontaneous abortion. It was reported that plaintiff was planning for essure removal. Current weight - 168. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, weight gain, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. New events added: my essure is not where it should be, sharp pain in my right hip, flu symptoms, dry eyes, itch all over the body, huge clots, blisters on my scalp, change in my skin color, redness, bumps on my skin, muscle pain. Outcome of the previously added event pelvic pain was updated to recovering / resolving and outcome of the previously added event hair loss was updated to recovered/resolved. Concomitant drugs, concomitant condition and reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), abortion spontaneous ("pregnancy (with complications)/ pregnancy (stillbirth or miscarriage)/ pregnancy (termination)"), pregnancy with contraceptive device ("pregnancy (with complications)/ pregnancy (stillbirth or miscarriage)/ pregnancy (termination)") and pelvic pain ("severe pelvic pain/pain/pelvic pain") in an adult female patient (gravida 5, para 5) who had essure (batch no. D23516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5 (dates of live births: (B)(6) 1994, (B)(6) 1996, (B)(6) 2003, (B)(6) 2011,(B)(6) 2016). Previously administered products included for an unreported indication: iud nos. Concomitant products included ibuprofen and medroxyprogesterone acetate. In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pollakiuria ("bladder or urinary problems or changes: frequent urination"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation, bloating"), abdominal distension ("gastrointestinal or digestive system condition type: constipation, bloating"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), migraine ("migraines/migraines/headaches"), headache ("headaches/migraines/headaches"), nausea ("nausea/nausea"), dizziness ("neurological conditions or problems type: dizziness"), allergy to metals ("nickel allergy/allergic reaction, hypersensitivity reaction, nickel allergy"), depression ("other injury or complication please describe: depression"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: rashes"), vaginal discharge ("vaginal discharge"), pain ("entire body pain"), weight increased ("weight gain") and pain in extremity ("leg pain"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain/abdomen pain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, back pain, abdominal pain, alopecia, genital haemorrhage, menorrhagia, female sexual dysfunction, pollakiuria, fatigue, constipation, abdominal distension, urinary tract infection, migraine, headache, nausea, dizziness, allergy to metals, depression, mental disorder, rash, vaginal discharge, pain, weight increased and pain in extremity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pain, pain in extremity, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms and was recommended that the essure device be removed. There were 3 coils visualized in left tubal ostia and 4 coils visualized in right tubal ostia. Patient tolerated procedure well. Considering the date provided ((B)(6) 2016) occurred only 1.5 months after essure insertion, it is not plausible to be a live birth date, therefore it can be considered as date for the spontaneous abortion. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical compliant). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.